Event description:
It was reported that the burr got stuck with rotawire. The target lesion was located in the moderately tortuous and severely calcified vessel. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr became stuck with the rotawire; burr was then removed together with the advancer and wire. The procedure was completed with another of the same device. No patient complications were reported.